Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead measure reaches more than 3000 ohms from 375 ohms. The out of range lead measurement. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).